Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter. Back to back blood test performed tasting produced results of 133 mg/dl using truetrack meter and 99mg/dl using doctor's meter. Verified storage of product is within instructed specifications. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 133mg/dl, (B)(6) 2015, 08:54am; 187mg/dl, (B)(6) 2015, 01:48pm; 179mg/dl, (B)(6) 2015, 01:52am; 103mg/dl, (B)(6) 2015, 02:02pm; 99mg/dl, (B)(6) 2015, 11:13am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.